Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they received a "settings lost" error message appears. No pt involvement was reported.